Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2019-00333.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2019-00333. It was reported that during the patient experienced shooting pain down leg during the trial procedure on (B)(6) 2019. The physician successfully placed one lead. As the physician was attempting to place the 2nd lead and advancing it, the patient kept experiencing shooting pain down his leg. The physician removed the 2nd lead and closed up the patient with just one lead. Stimulation was turned on intra-operatively for a brief period. While in recovery, the shooting pain continued. The physician took the patient back and removed the first lead. Patient's symptoms improved significantly afterwards.